Event description:
On 12-dec-2025 it was reported that on (B)(6) 2025, the user experienced hyperglycemia followed by hypoglycemia with blood glucose (bg) levels ranging from 390 mg/dl to approximately 40 mg/dl. The user became unresponsive at home, and ems was called by a caregiver, where the user was treated with IV glucagon and regained responsiveness. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia with decreased responsiveness following a period of hyperglycemia while using the ilet system. Review of the reported information indicates the user experienced elevated blood glucose prior to a subsequent hypoglycemic event that required third-party intervention, including emergency medical services and treatment with IV glucagon, without hospital transport. This sequence can result in acute hypoglycemia requiring urgent medical intervention and is consistent with the reported ems response. No device malfunction was alleged, and the cause of the event remains unclear. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.